Event description:
May have already been broken [device breakage]. Pulled my tampon out and only half of the tampon came out... May have already been broken [device physical property issue]. Case narrative: consumer reported via email that the tampon appeared to be defective and was broken inside the applicator. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.